Manufacturer narrative:
As reported, closure failed during use of the 7f exoseal vascular closure device (vcd). While maintaining a 60-degree withdrawal angle, the indicator window never changed color until fully removed. Closure failed and manual compression was used instead. Outside the body, pulling the guidewire loop and pressing the plug deployment button released normally. Device is being returned. There was no patient injury. Retrograde approach was used for the procedure. The physician was an experienced exoseal user. There were no obvious device/packaging damage before use. An 8f 11 cm sheath (manufacturer unknown) was used. Angiography confirmed femoral suitability; including the vessel diameter of =5 mm. There was no obvious calcification, plaque, stent, or >50% stenosis. Before the use of the exoseal, no evidence of pre-existing hematoma, avf, or pseudoaneurysm. The device will be returned for evaluation. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 8f csi was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined as it was reported that the device was deployed outside of the patient¿s body; therefore, the reported event could not be tested in the laboratory. Based on the information available for review and product analysis, user related factors (use error) may have been a contributing factor as it was noted that an 8f sheath was returned inserted in the device. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, closure failed during use of the 7f exoseal vascular closure device (vcd). While maintaining a 60-degree withdrawal angle, the indicator window never changed color until fully removed. Closure failed and manual compression was used instead. Outside the body, pulling the guidewire loop and pressing the plug deployment button released normally. Device is being returned. There was no patient injury. Retrograde approach was used for the procedure. The physician was an experienced exoseal user. There were no obvious device/packaging damage before use. An 8f 11 cm sheath (manufacturer unknown) was used. Angiography confirmed femoral suitability; including the vessel diameter of =5 mm. There was no obvious calcification, plaque, stent, or >50% stenosis. Before the use of the exoseal, no evidence of pre-existing hematoma, avf, or pseudoaneurysm. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, closure failed during use of the 7f exoseal vascular closure devce (vcd). While maintaining a 60-degree withdrawal angle, the indicator window never changed color until fully removed. Closure failed and manual compression was used instead. Outside the body, pulling the guidewire loop and pressing the plug deployment button released normally. Device is being returned. There was no patient injury. Retrograde approach was used for the procedure. The physician was an experienced exoseal user. There were no obvious device/packaging damage before use. An 8f 11 cm sheath (manufacturer unknown) was used. Angiography confirmed femoral suitability; including the vessel diameter of =5 mm. There was no obvious calcification, plaque, stent, or >50% stenosis. Before the use of the exoseal, no evidence of pre-existing hematoma, avf, or pseudoaneurysm. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.